Event description:
It was reported that there was dislodgement and a cut in the insulation of left ventricular lead. While attempting to reposition, the physician bovied through the lead and cut the lead into two pieces. The remaining portion of the lead was capped; the lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the lead in segments was returned and analyzed. No anomalies were found, there was blood/fluid on all conductors (non-obstructing), and all insulators were melted. Apparent explant damage.